Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose, protruded drive support disk. Unable to perform prime, excessive no delivery test and occlusion test or verify prime, fill due to motor error alarm. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case from display window corner, missing end cap sticker and corroded battery tube. The test infusion set and reservoir does lock into place. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer was changing infusion set and insulin pump was stuck on rewind cycle. Customer stated that they did not received a beep series and numbers were not being showed on screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.